Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was unknown. The patient was hospitalized prior to death for an unknown indication, but on an unknown date, was discharged to a rehabilitation facility where death occurred. An autopsy was not performed. Automated peritoneal dialysis therapy was reported to be ongoing at the time of death, but it was unknown if the patient was connected to the baxter healthcare homechoice device or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.